Event description:
The customer's mother reported via phone call that they were hospitalized overnight for high blood glucose. The customer's mother stated that insulin pen was leaking from where the spring was and looked almost empty. Troubleshooting for the customer¿s high blood glucose was declined. The customer¿s last blood glucose reading was 180 mg/dl. The insulin pen will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.